Manufacturer narrative:
(B)(4). Results of investigation: this unit is being serviced by a carefusion authorized service center. The device is currently in house and the results of investigation are not available yet. Once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator did not alarm when it was taken off of a patient. The customer also stated that they could not change the tidal volume. There was no report of any patient harm associated with this complaint.

Manufacturer narrative:
Device evaluation: this unit was field serviced by a carefusion authorized service technician. The service technician was unable to duplicate the customer's reported issue during testing and evaluation. The ventilator was placed on a test lung and alarmed "disc sense" and "low pressure" immediately after removing the test lung. The ventilator settings were set to pressure/assist/cipl, which disarms the tidal volume. The service technician was able to change the tidal volume and performed a recertification on the ventilator.